Event description:
It was reported the patient's pump had less volume than expected. The reservoir was empty. The low residual volume was set to 12 ml. No alarms were occurring. The patient was asymptomatic. The drug used in the pump was not reported. Follow up was attempted. It was reported the issue was solved, but no additional information was known. Further follow up was not possible.